Manufacturer narrative:
While inspecting the device, field service engineer (fse) could only repeat the image artifact incident once. Multiple attempts were made to duplicate the issue and determine a root cause, however, no issues were found and the fse confirmed the device to be functioning normally. Service calls will be monitored going forward for similar events and escalated if required. There has been no additional information received pertaining to any adverse events regarding the patient at this time. Because the user had to repeat the patient scans, it was determined that the dlp delivered to the patient was 1.57 gy.cm.

Event description:
The customer reported an artifact present in their images due to which the customer had to repeat scans in order to obtain necessary images.